Event description:
Report received of an independent rate change during testing. The pump was received in the biomedical engineering department with an unsigned note that read: "broken". During testing by the biomedical engineer, the pump was reported to independently change rates from 500ml/hr to 999ml/hr. At the time of the rate change, the pump was on hold. Subsequently, the pump would not respond to any attempts to change the settings. The pump was powered off and then back on. At this time the pump performed as expected and a rate change did not re-occur. There were no reports of any adverse patient events while the device was in clinical use.